Manufacturer narrative:
The sample was received for analysis and the reported inflation issue was confirmed. The reported customer event is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that prior to use on a patient, during cuff check, resistance was felt upon injecting air to the cuff. The issue was duplicated by the sales rep. There was no report of patient involvement or any required intervention performed.

Manufacturer narrative:
Covidien/medtronic reference number: (B)(4).

Event description:
The customer reported that prior to use on a patient, during cuff check, resistance was felt upon injecting air to the cuff. The issue was duplicated by the sales rep. There was no report of patient involvement or any required intervention performed.